Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. Patient complained of tense/tone/stiff and tingling/pain sensations in arms and foot and head/neck areas, especially when there is a thunderstorm, even if different times/days and different houses. Patient claimed it was present at first implant with bilateral single channel devices but it was much worse and intense since they had a rechargeable device. No further patient complications were reported/ anticipated as a result of this event